Event description:
Patient brought to the operating room for removal of hickman catheter. Upon removal, distal end of catheter remained in the patient's heart. Patient was taken to interventional radiology to have tip removed.